Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was not reported whether the patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. The technical services representative (tsr) assisted the patient in ending therapy. The tsr advised the patient to start over therapy with new supplies or to continue with manual supplies. There was no patient injury or medical intervention associated with this event. There was no patient involvement.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.